Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.6. Investigation summary: bd did not receive returned samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw-testing. From this testing, it was determined that all 20 tubes drew within specification. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. Bd was unable to confirm the customers indicated failure mode of underfill. Bd was not able to identify the root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, one (1) tube was found to have insufficient negative pressure. There was no report of user or patient impact.